Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2024. The patient's parent reported that the pediatric patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the abdomen. Around 10:00 pm on (B)(6)2024, the patient started vomiting, initially attributing it to food poisoning, the cgm reading was 140 mg/dl and there was no bg taken. At 3:00 am on (B)(6)2024, the vomiting persisted, and a urine ketone test showed a result of 160 mg/dl. At around 4:00 am, the mother took the patient to the hospital. There they took a bg reading which was 592 mg/dl and the patient was treated with IV anti-nausea medication (promethazine) and humalog insulin. The patient was diagnosed with diabetic ketoacidosis (dka) and the dka regimen was initiated around 8:00 am, with a renal panel conducted every 4 hours. The patient was admitted overnight for observation and discharged at 4:00 pm on (B)(6)2024 with a blood glucose level of approximately 200 mg/dl. At the time of the report the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.